Event description:
The user facility reported that a 77-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge leak coming from the connection of the purge line and sidearm while in the operating room (or). Sodium bicarbonate purge solution was utilized as purge solution from beginning of case. The line was subsequently disconnected and retightened but leaking continue and a "purge pressure low" alarm ensued. Plan was to attempt changing the purge cassette, but due to the patient's declining condition the family to withdraw care. No further information was provided.

Manufacturer narrative:
The investigation into the reported purge leak was completed. The pump, purge cassette, and data stick were returned for evaluation. Visual inspection found a crack on the surface of the purge sidearm filter. Functional testing confirmed the leak. The root cause of the purge leak was due to damage of the filter. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.